Event description:
No patient complication was reported as the result of the event. Increased bleeding did occur; however, it is unknown how much blood was lost. There were no medical interventions or procedures required to resolve the issue. A drill/handpiece and bur are the devices that did not work as expected; the power console did not cause or contribute to the event. The part numbers of the drill/handpiece and bur are unknown, and the devices will not be returned for analysis or evaluation. The procedure was completed successfully; replaced with another device. This information indicates that the power console did not cause or contribute to the reported event. The information obtained is insufficient for the assessment of the event in regard to the drill/handpiece and bur that were involved, as without part numbers it is not possible to identify whether the devices are medtronic devices, and if so, what documents are associated with those devices. If additional information is obtained, please send to medical safety for reassessment. If no additional information is obtained, medical safety recommends no further action.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a console failure, resulting in surgery could not be carried out, prolonging the surgery time and increasing intra-operative bleeding. The device handle and the grinding tip used in the surgery couldn't be installed in place, resulting in the device not working properly. Expected to treat disease or effect: 1. Left hemifacial spasm 2. Hypertension ii, intermediate risk. At 10:40am on (B)(6) 2019, the patient was undertaken "left side facial nerve microvascular decompression" with general anesthesia in the operating room 2. The preoperative equipment examination could be normally turned on, all indicators were normal. The operating handle and grinding tip were sterilized and stored, so they could not be inspected before the surgery. The console was used on (B)(6), and the equipment was used normally at that time. At 9:24am, anesthesia began, the surgeon sterili zed the towel and the surgery began at 10:34am. At 10:50am, the hand washing nurse installed the grinding tip and found that after the grinding tip was inserted into the operating handle, the grinding head could not be locked, so it could not be used normally. Immediately informed the head nurse, contacted the equipment engineer and equipment department to guide the installation, still could not be used. The patient has been waiting with general anesthesia, after multiple consultations, used other power equipment from other hospitals. The surgery started again at 13:05 and ended at 15:40. The patient returned to the ICU for safe follow-up.

Manufacturer narrative:
This is to correct the aware date (B)(6) 2019 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.